Event description:
It was reported that the ventricular lead was capped due to no capture, high/unstable thresholds, and low pacing impedance. The ventricular lead was capped and remains in the patient. During the implant procedure to replace the generator due to normal battery depletion, the physician attempted, but could not use two atrial leads due to helix issues. In each case, the helix would extend during placement but would not retract. The atrial leads were replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: t60a1b ipg, implanted: (B)(6) 2006, explanted: (B)(6) 2014; 407658 atrial lead, implanted: (B)(6) 2014, explanted: (B)(6) 2014. (B)(4). -